Event description:
A report was received that the patient was explanted. The patient complained of shooting pains up and down from the battery site and they also led to chest pains. The physician does not feel the patient's pain was device-related.

Manufacturer narrative:
The explanted devices will not be returned for further evaluation, as they were discarded by the medical facility.